Event description:
The patient called lifescan and alleged that the battery symbol was displayed. They stated that they replaced the battery, however the symbol still appears on the display. They reported one of the battery contacts appeared damaged. The patient stated that they were unable to test on their meter so they visited their physician, who ordered a lab test to be performed. They reported feeling dizzy. The lab test results were not provided. The physician increased the patient's insulin dosage. No other treatment was reported. The issue was not resolved. A meter replacement has been sent to the patient.